Event description:
As reported, the basket of an ngage nitinol stone extractor would not open when the stone was removed. A same type device from a different lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: h6: component code (annex g). Event description: as reported, the basket of an ngage nitinol stone extractor would not open when the stone was removed. A same type device from a different lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. 14 ngage nitinol stone extractors were returned for investigation in their labeled packaging. Device 1- the package was opened and 13 devices the packages were unopened. Device 1 (complaint device) did not have any surface damage, the support tubing was cut/broken under the distal end of the proximal fitting. A functional test determined the handle did not actuate basket formation. Devices 2-14 had no surface damage and all functioned properly. Each device was opened/closed 5 times each without any issues. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows seven complaints associated with the complaint device lot. All seven were reported by the same customer. All of the returned devices had indications of damage, possibly from excessive force applied during use. The devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. There is not enough evidence to conclude that an issue occurred that possibly affected all the devices in the lot. Because there were no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information: suggested handling instructions for extractors and forceps important: excessive force could damage device. One used complaint device and 13 unopened were returned. The used device was found to have a basket that would not function due to separation of the yellow support sheath near the handle. The 13 unopened were visually inspected and functionally tested, with no issues found with any of the devices. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.